Event description:
It was reported by the affiliate in colombia that preoperatively to an unknown surgery on 9/7/2022, it was observed that the entire reservoir on the fms fluid management system inflow tubing (fms vue) device was filled. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number and expiration date have been updated accordingly. Therefore, (B)(4). Investigation summary; the complaint device was returned and evaluated. Upon visual inspection, the tubing in general has no structural anomalies as well as the expansion chamber. The pressure sensor filter shows saline fluid infiltration due to fill chamber overfilling. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump; when the tubing was connected into pump's pressure sensor, the pump's connector lock pin was not firmly pushed with the tubbing, therefore, the connector did not closed well and the pressure sensor did not detect the fluid level overfilling the expansion chamber, when overfilling occurs, the fluid can get inside the pressure sensor and damage the pump, as per fms vue ii operator's manual 115810; make sure the quick connect port is open before inserting the quick connect tube. To open, press down on the lever at the top of the port. Connect the pressure sensor quick connect tube to the fill chamber port on the fms vue ii pump. The connector clicks when it is locked. Over-filling the chamber may wet the pressure sensor filter, which may interfere with accurate pressure measurement. The fill chamber mark indicates correct fluid level. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.